Event description:
It was reported by the affiliate that during a colorectal/urology procedure, the surgeon used the device on the colon. After he fired the device, he saw staples which were not formed. He sutured to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.